Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during an attempted implant, the physician experienced difficulties tightening the setscrew of the device. It was noted that the wrench did not "sound" as was expected. The physician elected to remove and replaced the device successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated the set screw was found in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.